Manufacturer narrative:
On (B)(4) 2013. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
On (B)(6) 2013, during patient files review for the subject device, a strange egm was identified in one episode recorded in device memory on (B)(6) 2010 at 12h 15: basal line is flat and only vp markers are displayed. An explanation was requested.